Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a device implant procedure occurred on (B)(6) 2024. The patient was already undergoing treatment with antibiotic therapy for treating an infection. However, the doctor decided to perform surgery anyway due to cost-benefit on (B)(6) 2023. It was further reported that the patient had an infection before the first surgery as the condition worsened, and it was necessary to perform an explant to treat the infection due to bacteria that was not further specified. It was unknown if a culture was taken. The location of the issue was unknown. The patient had restricted contact due to infection / bacteremia. The onset/diagnosis of infection was before (B)(6) 2024. On (B)(6) 2024 the physician had to remove the catheter due to the worsening of the patient's condition. The complete catheter was explanted. The medical plan was to treat the infection and perform a subsequent surgery, scheduled for may. As the patient already had an in faction before the first surgery, and was being treated with antibiotic therapy, explant was necessary to completely treat the infection. The materials used in the surgery were as follows: catheter model 8780 with lot number 0226481165 (validity: 2025-apr-14 and 38 cm) and a catheter passer model 8591-38 with lot number 0226456206 (validity: 2028-apr-08). It was noted that the healthcare provider must replace the items. It was further indicated that there were no incidents or occurrences in the material. It was noted that the manufacturer's product had no problems and the material presented no problems. The material used in this surgery was discarded at the hospital by the doctor. It was unknown if the issue was resolved as of 2024-apr-10. It was indicated that event was under legal action. The patient's age and weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0226481165, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter. Product ID 8 591-38, lot# 0226456206, product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA. Medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.